Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not want to troubleshoot for high blood glucose. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will be returned for analysis.